Event description:
Customer reported that their pump battery was not charging.there was no reported adverse impact to the customer's blood glucose level. The customer attempted different solutions such as using a tandem charging cable with a wall outlet and leaving it plugged in for an extended period, but these did not resolve the issue. Eventually, the customer switched to a third-party cable and successfully charged the pump using a computer, resolving the problem. Tandem technical support planned to provide courtesy supplies to the customer.